Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 484mg/dl. The customer stated that the insulin pump was not delivering properly. Troubleshooting was not completed as the call was disconnected. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.